Manufacturer narrative:
(B)(6) 2014 updated - resend this report due to "failed"error message on the submission result summary.this report is to follow up with (B)(4). The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy- "applied medical direct drive disposable laparoscopic clip applier would not apply clips. A subsequent device was opened and utilized without problems."patient status: intraoperative status was unremarkable.

Manufacturer narrative:
This report is to follow up with mw5035534 investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found no external damage. The unit was disassembled for further evaluation and engineering found an excessive amount of debris in the shaft, which may have contributed to the customer's experience of the clips not loading properly. The root cause could not be determined as engineering was unable replicate the incident. All clip appliers undergo 100% visual and functional inspection during manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our final report.